Event description:
On 3/31/2025, an FDA medwatch notification was received via email. A facility representative reported that two ar-3603 fibertak inserter's tips broke apart inside of the patient's right shoulder. This was discovered during a labral repair procedure in (B)(6) 2025. One inserter was missing 11mm and the other was missing 10mm. The surgeon determined that the broken fragments would be impossible to remove. No further information was provided. Additional information requested on 4/2/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use. The dfu for this device, dfu-0054-eo revision 6, warns the following: 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient.